Event description:
After an implantation period of approximately 73 months it was reported that the patient received inappropriate shocks due to oversensing. The lead was extracted.

Manufacturer narrative:
Upon receipt, the lead was found cut 22.5 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found damaged due to wear. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics of the above mentioned damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.